Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacemaker migrated out of its original position. Moreover, this patient developed a hematoma. The device was repositioned and still remains in service. No additional adverse patient effects were reported.